Manufacturer narrative:
Final analysis found that the insulation was abraded at 21.6 cm to 21.9 cm from the connector pin. The damaged insulation resulted in a short circuit which likely resulted in the reported anomalies.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead exhibited low impedance, high thresholds, and a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.